Event description:
Customer inquired about the difference between the sensor and meter readings. Customer stated that the sensor glucose is reading 387 mg/dl with up trend arrows and blood glucose reading is 182 mg/dl with a 112.6 difference percent. Customer also attempted to calibrate and received a calibration error. 112.6%. Customer stated that the sensor glucose graphic is not trending the same direction as the blood glucose. Sensor age is 5 days and 8 hours. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.